Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune articulation extractor broke in surgery. All parts were recovered from patient and there was no delay. The doctor was able to perform surgery without this instrument. Patient consequence? No. Action taken for procedure:removed broken piece from patient and continued on with surgery. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.